Event description:
Pt presented with (B)(6) month post-op redness and blisters on skin (opened and cultured blister), reddish fluid, fistula to mesh. Fluid culture was negative.

Manufacturer narrative:
Device currently under eval.